Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill messages after filling a cartridge with about 100 units of insulin. In addition, the customer reported a low blood glucose level of 28 mg/dl. The customer consumed juice to treat bg level. Reportedly, the customer inadvertently delivered insulin to themselves after performing fill tubing while attached to the site. During a follow up call on (B)(6) 2016, it was confirmed the customer was using the pump for continued insulin therapy.